Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image provided for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Cannot confirm endoleak if image does not contain contrast. Cannot confirm embolization of the right internal iliac artery (riia) with image provided for evaluation. Cannot confirm increase in size of rci with one still image. The image shows there are multiple devices in the iliac arteries, bilaterally. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm using endurant stent graft and gore® excluder® aaa endoprosthesis (contralateral leg components). On an unknown date in (B)(6) 2023, aortic banding procedure was performed for aneurysm expansion. Banding was performed around the trunk part of the endurant device. (Separately reported under report number: 3013164176-2025-02776) on (B)(6) 2025, another reintervention was performed for a type ib endoleak and enlargement of the right common iliac artery. An additional contralateral leg was implanted on the right distal side with embolization of the internal iliac artery. On the left side, also, an additional contralateral leg was implanted with embolization of the internal iliac artery to prevent future endoleak. The patient tolerated the procedure.